Event description:
I was visiting my parents over the weekend and was in a rush to drive home. I needed to take my contacts out and put on my glasses so grabbed what I thought was sterile saline for contacts (clear care plus). I am not familiar with this product but used it to soak my contacts. This morning I put in my contact and it burned and turned very red. It still really hurts significantly. I continue to flush my eyes with saline but it was really misleading packaging and a very painful experience.